Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing. No intervention was performed. The patient was stable and would continue to be monitored.